Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6)2006, product type: extension. Product ID: 3998, lot# v013158, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was showing the elective replacement indicator (eri) as of (B)(6) 2015. It was noted the patient had two or three CT scans done in the past with the most recent being 1.5 months ago. A power on reset (por) was reported with error code 0400. It was reviewed that the por could have been caused by the CT. The patient experienced no symptoms and the por was cleared with the clinician programmer on the day of the report.